Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported high impedances were observed on both of the patient¿s leads. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.